Event description:
Reportable based on analysis completed on (B)(6)-2010. It was reported that during a percutaneous transluminal coronary angioplasty treatment (ptca) procedure, crossing difficulties occurred. The de novo lesion was located in the severely tortuous and severely calcified mid left anterior descending (lad) artery. The lesion was predilated with an unknown device. The physician attempted to advance a 3.0 x 28mm taxus liberte stent delivery system (sds) however, the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, analysis of the 3.0 x 28mm taxus liberte sds revealed stent damage.

Manufacturer narrative:
(B)(4): the device was returned with the product mandrel inserted, balloon tightly wrapped, and stent balloon protector attached. A visual and microscopic examination of the device revealed proximal stent damage. The struts on rows 1 and 2 at the proximal edge were misaligned. Microscopic examination of the balloon and tip sections of the device identified no issues that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Device is a combination product. (B)(4)